Event description:
Inbound; pt reported cadd legacy pump alarming no disposable with new veletri cassette, stated pump started with a different new cassette, lot number 4227746. No further details provided.